Event description:
End user allegedly had two boxes of pen needles that had bent needles (the end that penetrates the insulin pen) and are difficult to screw onto the insulin pen itself. User uses novalog and lantus insulin pen.